Event description:
It was reported that during a prostate procedure, the fiber cap detached inside of the patient and "all pieces retrieved". The procedure was completed with a second fiber. "No patient injury" reported.